Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, kidney stone (holmium laser lithotripsy), anxiety, acute pharyngitis, ovarian cyst, cellulitis, obesity, urinary tract infection, otalgia, toothache, painful joints, sore throat, hematuria, abdominal pain, hematuria, ureteric calculus removal, hydronephrosis, leukocytosis, pyelonephritis and low back pain. Concomitant products included levonorgestrel (mirena) since december 2015 for menorrhagia and dysmenorrhea as well as citalopram, hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole, potassium chloride, rifaximin, sucralfate and viberzi. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, weight increased ("gained 60 pounds"), feeling abnormal ("feeling abnormal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and flank pain ("right flank pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea and flank pain outcome was unknown. The reporter considered dysmenorrhoea, feeling abnormal, flank pain, menorrhagia, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding into uterine cavity. Similarly, left ostia was visualized. The proximal portion of the device was visualized with less 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes:on (B)(6) 2018: plaintiff fact sheet and medical records were received. New reporters and reporter information added. Case medically confirmed. Patient¿s demographic added. Implanted and explanted date updated. Concomittant conditions and concomitant drugs added. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), right lower quadrant abdominal pain and right flank pain.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("gained 60 pounds") and feeling abnormal ("feeling abnormal"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, weight increased and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, perforation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 26-jan-2018: events added: gained 60 pounds and feling like garbage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and ovarian cyst ('left ovarian cyst') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, kidney stone (holmium laser lithotripsy), anxiety, acute pharyngitis, ovarian cyst, cellulitis, obesity, lower urinary tract infection, otalgia, toothache, pain in joint involving lower leg, sore throat, hematuria, abdominal pain, hematuria, ureteric calculus removal, hydronephrosis, leukocytosis, pyelonephritis and low back pain. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for menorrhagia and dysmenorrhea as well as antipropulsives, citalopram, hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole, potassium chloride, rifaximin and sucralfate. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, ovarian cyst (seriousness criterion medically significant), feeling abnormal ("feeling abnormal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I had big clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("right flank pain"), nausea ("nausea"), tenderness ("tenderness") and feeling jittery ("I had flutters") and was found to have weight increased ("gained 60 pounds"). The patient was treated with surgery (bilateral salpingectomy) and drained. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cyst, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, flank pain, nausea, tenderness and feeling jittery outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, feeling abnormal, feeling jittery, flank pain, menorrhagia, nausea, ovarian cyst, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding into uterine cavity. Similarly, left ostia was visualized. The proximal portion of the device was visualized with less 3 coils noted. Discrepancy noted in removal date- (B)(6) 2017. Date(s) of insertion: (B)(6) 2010-discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones reported via social media : feeling jittery, tenderness, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received: new event left ovarian cyst was added. Event perforation of organs nos updated to fallopian tube perforation.from follow up dated: (B)(6) 2020 only discrepancy in insertion date was added in rcc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, kidney stone (holmium laser lithotripsy), anxiety, acute pharyngitis, ovarian cyst, cellulitis, obesity, lower urinary tract infection, otalgia, toothache, pain in joint involving lower leg, sore throat, hematuria, abdominal pain, hematuria, ureteric calculus removal, hydronephrosis, leukocytosis, pyelonephritis and low back pain. Concomitant products included levonorgestrel (mirena) since (B)(6)2015 for menorrhagia and dysmenorrhea as well as antipropulsives, citalopram, hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole, potassium chloride, rifaximin and sucralfate. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, feeling abnormal ("feeling abnormal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I had big clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("right flank pain"), nausea ("nausea"), tenderness ("tenderness") and feeling jittery ("I had flutters") and was found to have weight increased ("gained 60 pounds"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the perforation, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, flank pain, nausea, tenderness and feeling jittery outcome was unknown. The reporter considered dysmenorrhoea, feeling abnormal, feeling jittery, flank pain, menorrhagia, nausea, perforation, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding into uterine cavity. Similarly, left ostia was visualized. The proximal portion of the device was visualized with less 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones reported via social media : feeling jittery, tenderness, nausea most recent follow-up information incorporated above includes: on (B)(6)2018: social media- new event I had flutters , tenderness, nausea and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs') and ovarian cyst ('left ovarian cyst') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, kidney stone (holmium laser lithotripsy), anxiety, acute pharyngitis, ovarian cyst, cellulitis, obesity, lower urinary tract infection, otalgia, toothache, pain in joint involving lower leg, sore throat, hematuria, abdominal pain, hematuria, ureteric calculus removal, hydronephrosis, leukocytosis, pyelonephritis and low back pain. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for menorrhagia and dysmenorrhea as well as antipropulsives, citalopram, hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole, potassium chloride, rifaximin and sucralfate. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, ovarian cyst (seriousness criterion medically significant), feeling abnormal ("feeling abnormal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I had big clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("right flank pain"), nausea ("nausea"), tenderness ("tenderness") and feeling jittery ("I had flutters") and was found to have weight increased ("gained 60 pounds"). The patient was treated with surgery (bilateral salpingectomy) and drained. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cyst, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, flank pain, nausea, tenderness and feeling jittery outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, feeling abnormal, feeling jittery, flank pain, menorrhagia, nausea, ovarian cyst, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding into uterine cavity. Similarly, left ostia was visualized. The proximal portion of the device was visualized with less 3 coils noted. Discrepancy noted in removal date- (B)(6) 2017. Date(s) of insertion: (B)(6) 2010-discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones reported via social media : feeling jittery, tenderness, nausea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.